Event description:
Litigation alleges patient had pain, bone and tissue damage, and exposure to elevated levels of chromium and cobalt after asr hip implant. Patient is resident of new york. **update** (2/15/2013) - patient fact sheet was received. The part/lot numbers have been updated, and the stem was added because an anterior calcar crack was reported. This complaint is being re-opened for further investigation.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).